Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump shut off on its own. The patient¿s blood glucose level was unknown. The customer also reported that insulin pump had replace battery alarm and pump gives unexplained no delivery alarms. The customer also reported that buttons hard to press and battery life diminished. The insulin pump will not be returned for analysis.